Event description:
It was reported that a balloon burst occurred. The 85-90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified vessel. A10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was taken to lesion for dilatation. However, it was noted that the balloon got burst upon first inflation at 6 - 8 atmospheres within 3-4 seconds. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. Blood was present inside the balloon. No issues identified with the hypotube shaft, and no kinks or damages noted with the extrusion shaft. A detailed microscopic examination of the balloon material identified a tear above the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during the microscopic examination of the extrusion shaft. Tip showed no signs of tip damage, and a microscopic examination of the proximal and distal markerbands identified no damage. During the functional testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instructions for use (IFU) using the inflation aid, however, a leak was noted coming from the pinhole tear above the distal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The 85-90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified vessel. A10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was taken to lesion for dilatation. However, it was noted that the balloon got burst upon first inflation at 6 - 8 atmospheres within 3-4 seconds. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).